Manufacturer narrative:
It has been reported by an attorney that the patient underwent vaginal excision of eroded and painful vaginal mesh on (B)(6) 2014 due to vaginal mesh erosion, dyspareunia and pelvic pain. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2013 due to exposed and eroded sling, adhesions, incontinence, pain, obstructive uropathy. It was reported that the patient had additional implant (adjust, manufactured by bard) on (B)(6) 2013. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.